Manufacturer narrative:
Device evaluation: in q3 2017, there were 1 instances of line through display with moisture failure found during investigation. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Manufacturer narrative:
Of the 2 allegations of a malfunction, 1 pump was returned to animas and investigated. Of the investigated pump, 1 was found to be malfunctioning due to moisture within the pump. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Event description:
This report summarizes 2 malfunction events. A review of the events indicated that the one touch ping model pump experienced a line through display with moisture issue. These reports were received from various sources. The patients associated with this allegation ranged from 24-24 years of age and between 108 and 108 pounds. Of the reported patients, 0 were male, 2 were female.